Event description:
Upon receipt of additional information, headed screw will be voided as it was instrument not an implant. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, headed screw will be voided as it was instrument not an implant. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). D4: two (2) device ids were provided by the customer/reporter; of these, only one (1) was reported for unknown issue. It is unknown which exact device encountered this issue, it is one of the following: item#: 00579104100, lot#: 63615261. Manufacture date: mar 3, 2017. Sterile expiry date: feb 28, 2027. UDI: (B)(4). 510k: exempt, pro code: lxh. Or item#: 00579104100, lot#: 63615261. Manufacture date: mar 3, 2017. Sterile expiry date: feb 28, 2027. UDI: (B)(4). 510k: exempt, pro code: lxh. D10: medical product: femoral component item#: 00596401751, lot#: 63691139. Stemmed nonaugmentable tibial component item#: 00598605701, lot#: 63656335 qty 2. Articular surface item#: 00596405010, lot#: 63045609. All poly petella item#: 00597206538, lot#: 63615078. Headed screw 48 mm length item#: 00579104100, lot#: 63615261. Palacos r+g item#: 66017569, lot#: 86394614, qty 2. G2: united kingdom. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00149, 0002648920-2023-00107, 0001822565-2022-01951, 0002648920-2023-00108.

Event description:
It was reported patient is experiencing unknown issue post implantation. Attempts to obtain additional information have been made; however, no more is available.